Event description:
A customer reported that the pump screen remained black and would not turn on. There was no information provided regarding the customer's blood glucose level, so the impact could not be determined. No additional actions or outcome details were available from the provided information.